Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, bumpy irritation underneath the back therapy electrodes. The patient's physician recommended using benadryl. The irritation improved. Patient started using (B)(6) lotion as well as hydrocortisone cream.